Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material on the forceps elevator. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: g3 (date received by manufacturer) should be: 11/13/2024. New information added to the following fields: e2, e3, h3, h4, h6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the investigation results, foreign material at the forceps elevator, could not be identified. Foreign material remained in the forceps elevator for the device was returned to olympus without reprocessing at the user facility. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3 preparation and inspection chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance for this device.